Manufacturer narrative:
The associated complaint device was not returned for evaluation. However, our investigation indicated that the related failure was part of field action initiated in 2018. Corrective actions have been initiated. Our clinical evaluation noted that no current report on how the patient tolerated the procedure was provided and future impact resulting from the altered size of implant is unknown. No additional actions are being taken at this time. If additional information is received in the future, this complaint will be reopened. We consider this investigation closed. Credit cannot be issued for the device.

Event description:
At the moment of opening the implants, inside the femur box, which had a description of size 6 r, c-r, of chromium cobalt genesis ii, we found an implant of size 4 left c-r of chromium cobalt genesis ii, even with a 6r c-r sticker. After the frustration of the surgeon and the incomprehension of the medical team, and not having how to solve the problem quickly due to the distance with the warehouse and the anesthetized patient, it was decided to open other femur implant size 5 r, chromium cobalt genesis ii, and after, it was physically checked due to the previous issue. The femur was worked with blocks of size 5, and finally it was placed an implant 5 r, cr, crco genesis ii, modifying the size of the patient's femur.